Event description:
It was reported that during a cardiomems sensor implant, the physician was unable to advance the sensor past the patient's pulmonic valve. During multiple attempts to safely advance the sensor, the guidewire continually dislodged. The physician made the decision to abort the procedure. During the retraction of the cardiomems sensor, while using the 12 fr cook medical sheath, it was noted that it had lifted up off the delivery system near the proximal end. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).